Event description:
It was reported that 1-2 hours after a coronary drug eluting stenting treatment procedure, the pt returned with an acute thrombosis. Following predilation, the physician had deployed several taxus drug eluting stents (unknown number or sizes) in a long, diffuse, 90% lesion in the rca. The physician then postdilated the stent with a 3.5 x 9 mm nc monorail. It was then noted that there was haziness and a filling defect in the stent. One to two hours post procedure, the pt was diagnosed with an acute thrombosis and additional stents were replaced. Treatment was successful and the pt is in good condition. No other information regarding this complaint has been made available.